Manufacturer narrative:
The insulin was received with minor scratches on lcd window. No cosmetic damage under lcd screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a defective screen which the customer stated was illegible. The customer's blood glucose was 8.7 mmol/l. The customer stated that she had thought it was an issue with the insulin pump's case, but she noticed that it was on the inside when she received the insulin pump. She stated that nothing unusual led to the display anomaly. She was advised that the insulin pump would be replaced.